Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted intermittent atrial undersensing on ventricular fibrillation (vf) and supra ventricular tachycardia (svt)-atrial fibrillation (af) electrograms. The patient also received a suspected shock for possible rapid ventricular response at the time of an atrial arrhythmia. The shock appears to have converted the arrhythmia. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.